Event description:
The initial medwatch report incorrectly indicated the vessel was located above the inferior epigastric artery. The reported information actually stated the femoral access site was located above the inferior epigastric artery.

Manufacturer narrative:
(B)(4). Incorrect anatomy. The customer reported that the access site was located above the inferior epigastric artery. The instructions for use (IFU) states under the warning section not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. Evaluation summary: only the suture from the device was returned for evaluation. The reported knot lock was confirmed. In addition, the returned suture indicated that the operator pulled on the white non-rail suture limb first. The perclose proglide device instructions for use states under smc device placement that the rail suture limb is blue and is the suture limb that will be used to advance the knot. The non-rail suture limb is white. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The IFU states under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with access sites above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks. The IFU states under arterial site and puncture considerations to perform a femoral angiogram prior to deployment of the perclose proglide smc device to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery.

Event description:
It was reported that after a percutaneous transluminal angioplasty of the superficial artery, arteriotomy closure of a mildly tortuous and mildly calcified right common femoral artery was attempted using a perclose proglide device. The vessel was located above the inferior epigastric artery. Reportedly, during knot advancement, the knot locked and could not be advanced to the vessel. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.